Event description:
Material#: 2420-0007 batch number#: 24045515, 24066759, 24066871. It was reported by customer that they have encountered 4 instances where the medication attached via a secondary infusion set immediately backfills into the primary fluid bag as soon as the clamp to the secondary set is open. They have attempted to clear any potential air from the ports and adjust the height in which the two fluid bags are hung to no avail. Unfortunately the product bags were discarded before the issues were discovered, but in recreating the scenario in a controlled environment, we have discovered issues with lines under the following lot numbers: 2404-5515 2406-6759 2406-6871. Verbatim#: rcc received a complaint via email. Email(s) attached I just left you a voicemail. I¿m hoping you can reach out to xx, to see you can help with troubleshooting an issue they are having. I have asked her to submit an mdip report which I will send to bd once received, but wanted to get a head start as this is dealing with chemo meds in some instances. ¿over the last 24 hours we have encountered 4 instances where the medication attached via a secondary infusion set immediately backfills into the primary fluid bag as soon as the clamp to the secondary set is open. We have attempted to clear any potential air from the ports and adjust the height in which the two fluid bags are hung to no avail. Unfortunately the product bags were discarded before the issues were discovered, but in recreating the scenario in a controlled environment, we have discovered issues with lines under the following lot numbers: 2404-5515 2406-6759 2406-6871¿

Manufacturer narrative:
It was reported by customer that they have encountered 4 instances where the medication attached via a secondary infusion set immediately backfills into the primary fluid bag as soon as the clamp to the secondary set is open. No product or photo was returned by the customer. The customer complaint of flow issues - backflow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review for model 2420-0007 lot number 24045515 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Batch numbers 24045515, 24066759, 24066871. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was malfunctioning. The following information was received by the initial reporter was malfunctioning. It was reported by customer that they have encountered 4 instances where the medication attached via a secondary infusion set immediately backfills into the primary fluid bag as soon as the clamp to the secondary set is open. They have attempted to clear any potential air from the ports and adjust the height in which the two fluid bags are hung to no avail.